Manufacturer narrative:
The fenestrated bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint of broken conductor wire. The probable root cause cannot be determined based on the information provided and failure analysis results. Additional observation not reported by site: the instrument was found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Probable root is attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing. The probable root cause of frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken conductor wire. The procedure was completing as planned with a backup instrument of the same kind. No known impact or patient consequence was reported. It was unknown whether any fragments fell inside the patient. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: this issue was observed during the procedure while the instrument was in the patient. The instrument had a broken conductor wire. There was no loss of cautery due to the damage, and no thermal damage was observed. No fragment fell into the patient. There was no photographic images of the device(s) or a video recording of the procedure available for isi review